Event description:
A us distributor returned a charger/modem indicating that it would not power on.

Manufacturer narrative:
Device evaluation summary. Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (would not power on) was confirmed. Upon evaluation, the charger/modem would not power on. The cause of the inability to power on was a flash memory failure at components u102 an u105 on the c/a board sn (B)(4). The bga components had a suspect intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractures solder connections. A mechanical design change to reduce the pca strain (B)(4) was approved by FDA on (B)(6) 2013. Implementation began on (B)(6) 2013. Results will be monitored. In addition, there was contamination on the battery board. The root cause of the contamination is liquid ingress of an unk contaminant. No adverse event resulted from the defective charger/modem.